Manufacturer narrative:
Two vials of strips (lot: 42400921 vial# 00011752 and vial# 00024135) and one vial of strips (lot: 43002022) were returned for investigation. The customer¿s test strips were tested using retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): lot 42400921 vial# 00011752. Qc 1: 3.1 inr. Qc 2: 3.2 inr. Qc 3: 3.1 inr. Lot 42400921 vial# 00024135. Qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. Lot 43002022. Qc 1: 3.1 inr. Qc 2: 3.2 inr. Qc 3: 3.2 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Reporter occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using a neoplastine reagent on a stago analyzer. At 9:00 am, the laboratory result was 2.23 inr. At 9:12 am the meter result was 2.9 inr. Results obtained on (B)(6) 2020: the meter result was 3.7 inr at approximately 10:00 am or 11:00 am. The customer used test strips lot: 42401022 expiration: apr-2021. The laboratory result was 2.8 inr at approximately 10:00 am or 11:00 am. The physician made a dosing decision based off of the lab result. The customer¿s therapeutic range is 2.0-3.0 inr.